Manufacturer narrative:
Timing link.

Event description:
It was reported by service report that the foot left siderail was broken. The customer does not know if there was pt involvement; however no adverse consequences were reported.